Manufacturer narrative:
E1: patient city: (B)(6). Patient country: new zealand.

Event description:
Unomedical reference number (B)(4) event occurred in new zealand it was reported that patient faced infusion set occlusion event on 06-feb-2024. Insulin does not exist with plunger. No further information available.